Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00863. It was reported that the patient's lead had migrated and the ipg was causing discomfort following a period of increased physical activity. Surgical intervention was undertaken in which the lead was explanted and replaced while the ipg was repositioned to address these issues.